Event description:
The customer's parent reported via phone call that they had excessive no delivery alarms on their insulin pump. The customer's blood glucose was 380 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. Customer's parent also reported the insulin pump alarmed no delivery while priming. It was also later found the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. The insulin pump will be returned and replaced following the parent's request.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed no delivery during excessive no delivery test and unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received with minor scratches on lcd window.